Manufacturer narrative:
A sample device was not returned for analysis. The product investigation could not identify the root cause for the reported complaint ''crack was found in iol optic". The product and implantation accessories such as cartridge was not returned for evaluation. Video evaluation confirmed mark on the optic edge. The root cause may be related to failure to follow IFU (instructions for use), as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd (ophthalmic viscosurgical devices) may cause damage to the lens and potential complications during the implantation process. Lens damage may occur: due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol/device contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the optic got cracked after implanting the iol (intraocular lens). The surgery was completed without product replacement. The lens remained in the patients eye.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Video provided shows iol (intraocular lens) implantation. Type of accessories used with iol implantation such as cartridge and handpiece cannot be confirmed from the video. The preparation of the product is not recorded. The lens position at the pause location appears to be acceptable. The lens is implanted and after unfolding a crack/ mark/ line is visible over the optic edge near the trailing haptic ( at around 7 o'clock position). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).